Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer admitted in emergency room due to high blood glucose of 800 mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 593 mg/dl. Customer was treated with intravenous, injection. Customer was wearing insulin pump during hospitalization. Customer stated that he was in physical therapy, felt dizzy and ate 2 donuts, 4 glucose tablets and pizza which causes high blood glucose. Insulin pump will not be return for analysis.